Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd undisclosed type of syringe plunger broke apart. The following information was provided by the initial reporter: 2723-pc - 10 ml bd syringe broke while injecting lidocaine. One piece of the syringe plunger fell off and one piece cracked. The major concern is that this happened during a pacemaker implant. The pocket was not open yet and the area was thoroughly searched but the broken piece was not recovered.